Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during a routine hemodialysis treatment which could not be resolved by the operator. Partial rinseback was completed when possible clotting was noted, resulting in an estimated blood loss of 150cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for eval. The exact cause of the air alarms cannot be determined but is unlikely cartridge related as the alarms occurred mid treatment. The user's guide provides adequate instructions for troubleshooting air alarms. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.